Manufacturer narrative:
The brazilian government changed the date that brazil summer time (brst) begins. Since the CT system determines the date to apply brst from the os, it shifted at the original date (oct 21, 2018) before this government change. The user used the scanner time to measure the time since the start of the stroke, so the interval was indicated 6 hours, when it was actually 1 hour less. Customer claimed that on oct 29th, after the end of the exam, around 1:27 a.m (should be 00:27), the on call doctor decided not to initiate the treatment since it had already passed the 6hs window (based on equipment date and time). Dr. (B)(6) said that the decision could be different if the system time was correct. Patient has now all right side paralyzed. Several errors contributed to this event. (1) the brazilian govt decision to change the daylight savings policy to delay initiation by two weeks; unsyncing time with the device design. (2) this hospital stroke protocol focuses on imaging time rather than symptom onset. (3) this hospital qa dept did not alert its users to the potential mismatch during this two week period. (4) this physician misread the time on the system with respect to real time. (5) the device has a design limitation in that it follows the regional/gmt global schedule the root cause of the incident was determined to be user error, including the govt decision to change the policy, hospital stroke protocol focusing on imaging time, lack of hospital qa dept time change oversight and physician misread with respect to realtime.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during (B)(6)'s daylight savings season, a customer used the time annotated on CT images to make a stroke treatment decision not to treat rather than using a stroke workflow that includes the real time delta from initial symptoms. The patient sustained paralysis to one side of their body.